Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer reported their blood glucose was 20 mg/dl, but their sensor glucose showed 90 mg/dl. The customer was treated by the paramedics with a glucagon shot during this incident. Customer also reported another incident where their blood glucose was 264 mg/dl and their sensor glucose read 275 mg/dl. Customer will not return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.